Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, post bav the commander delivery system balloon rupture during valve inflation/delivery.  Despite the balloon rupture, the valve was able to be fully deployed in an 80:20 aortic/ventricular position.  Post op echo showed none-trace perivalvular leak (pvl) and no central aortic insufficiency (ai).  The patient was under general anesthesia.  No post dilatation was required.  Upon removal of the delivery system, the balloon did not enter back into the distal end of the sheath, "it got pulled in 4 cm into seam of the sheath".  The vessel was perclosed and pressure was held.  No vascular injury was observed.  The patient was stable at the conclusion of the case.  The balloon burst was perceived to have been caused the patient's severe annular calcification.

Manufacturer narrative:
The delivery system and photographs of the device were returned to edwards lifesciences for evaluation.  The device underwent visual, and dimensional inspection.  Visual inspection revealed the inflation balloon was burst radially.  The detached balloon piece from the burst inflation balloon was found associated with the return device.  No other visual abnormalities were observed.  No functional testing was able to be performed due to the condition of the returned device (balloon burst).  Dimensional testing was performed on the component related to the reported event.  The balloon single wall thickness was measured at several locations radially on the inflation balloon.  A wall thickness measurement deviating from the specification could be indicative of an issue during manufacturing of the component.  The balloon single wall thickness at all measured locations were within specification.  Review of the photographs from the procedure revealed the inflation balloon was radially ruptured post procedure.  The ruptured pieces appeared to be intact.  During manufacturing the delivery system underwent multiple 100% inspections.  The balloons were 100% dimensionally and visually inspected under 8x magnification.  During manufacturing, the delivery systems also underwent the following inspections:  during the pleat and fold process, the inflation balloon was 100% visually inspected for scratches and distorted/pinched folds.  The commander delivery system was 100% air pressure leak tested before final quality inspection.  Post leak test, the balloon covers and inflation balloon were inspected for any damage.  The inflation and crimp balloons were 100% visually inspected by both manufacturing and quality for distorted/pinched folds.  During the inspection, the balloon cover is removed as needed and replaced after inspection.  Additionally, samples underwent product verification testing.  The lot passed all the acceptance criteria.  These inspections and tests during the manufacturing process support that it is unlikely that a manufacturing non-conformance contributed to the reported event. The edwards commander delivery system instructions for use, prepping manual and training manual were reviewed for guidance related to the reported event.  Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for ¿balloon ¿ burst¿ was confirmed.  Dimensional inspection of the balloon revealed that the balloon wall thickness was within specification.  Review of DHR, lot history, and complaint history did not reveal any manufacturing non-conformances.  Additionally, a review of manufacturing mitigations further supports that the delivery system has proper inspections in place to detect issues related to reported event.  A review of IFU/training materials revealed no deficiencies. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences.  The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus.  As reported in the cer, the patient had severe native annular calcification.  The presence of calcification can create a challenging anatomy for balloon inflation.  While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, per information in the cer, it was stated that a perceived root cause for the report event was patient calcification. Therefore, available information supports that patient factors (severe native annular calcification) contributed to the reported complaint event. No manufacturing or IFU/labeling inadequacies were identified.  Available information indicates that patient factors (severe native annular calcification) may have contributed to the event.  Since the complaint occurrence rate did not exceed the april 2018 control limit for the applicable trend category, no corrective or preventative action is required.